Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the screen on the customer's pump has dislocation. The mother states only part of the display is present. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 402mg/dl. The mother states they treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.